Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2003 - patient underwent repair of ventral hernia with composix kugel. The composix kugel mesh was tacked lateral of the previously placed composix mesh. On (B)(6) 2004 - patient underwent repair of recurrent incarcerated ventral hernia with a second composix kugel mesh. A loop of bowel was adhered to the hernia sac. Multiple adhesions were noted and removed. On (B)(6) 2005 - patient underwent incision and drainage of an abdominal abscess. The medical records note "as much of the mesh was excised as possible around the outer edges of the abscess." The mesh was noted to be incorporated in the peripheral aspects of the abscess. The small bowel was noted to be adherent which was consistent with a fistula; the small bowel was repaired.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified two other events. Based on the medical records provided, it is unknown whether the device caused or contributed to the reported event. The medical records note the patient had undergone several ventral hernia repairs subsequent to diverticulitis. Prior to the implant of the first bard mesh, the patient developed a recurrence following the implant of the composix mesh and composix kugel mesh. Although it appears the patient has a history of developing recurrence, it is listed as a adverse reaction in the product's instructions for use. The operative dictation on (B)(6) 2005 indicates that multiple pieces of mesh were partially removed due to the presence of an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The medical records note the patient continued to have recurrent hernia's and wound infections after the partial removal of multiple pieces of mesh and placement of a non-bard biologic graft. Additionally, no sample was returned for evaluation and a lot number was not provided, therefore, a manufacturing review is not possible. With the currently available information, no conclusion can be drawn. See MDR 1213643-2012-00167 for information related to the composix mesh implanted on (B)(6) 2003. Information related to the composix kugel mesh implanted on (B)(6) 2003 was reported in accordance with (B)(4).